Event description:
It has been reported that the cot dropped while transporting a patient. It was reported that an emt fell to the ground with the cot landing on her legs. Further information on adverse consequences was not reported.

Manufacturer narrative:
The alleged user event did not require medical intervention and the customer did not allege a product malfunction, as it was identified that the crew did not verify the safety bar locked into the safety hook. The device was evaluated a no defect was found.

Event description:
It has been reported that the cot dropped while transporting a patient. It was reported that an emt fell to the ground with the cot landing on her legs. Further information on adverse consequences was not reported.